Event description:
It was reported that there was a ¿pin hole¿ (pin size hole) in the patient line of an integrated apd set w/cassette which resulted in a leak; further described as the home patient (hp) ¿noticed that there was solution on the table where the device was and found a pint size hole in the patient line near the cassette door¿. This was identified during drain two of five of automated peritoneal dialysis (pd) therapy. The hp was connected during the time of the event. Renal therapy services advised the hp to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction was added to lot #, expiration date and unique identifier a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.